Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during c5-t1 posterior cervical spinal fusion procedure, tip of tool broke off and was missing after drilling spinous process at c6. Tip location was unknown intraoperatively, but visible upon post op image remaining in c6 spinous process. It was reported that the procedure was completed with the reported product and was discarded afterwards. On further follow-up it was reported that no additional interventions and additional surgery planned at this time and there was a procedure delay of 10 minutes due to this. It was also reported that the lot number of tool was unknown and patient had normal recovery from spine surgery, there is no impact of the tip.